Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The customer was assisted with troubleshooting display did not return after restart. Customer state that the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged. The buttons of insulin pump was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assembly. Corroded battery tube noted during visual inspection.